Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The patient was doing well post-operatively and the explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The patient was doing well post-operatively and the explanted lead was not returned as it was kept by the medical facility. Additional information was received that the reason for replacing the lead was due to high impedances.